Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while being applied on the operation, the device had a damaged seal and the device¿s component fell into the patient¿s cavity, wherein there were small blue deposits (plastic type deposits) which remained in the peritoneal fat (belly) of the patient including the insertion site of the trocar. The trocar crumbled at the level of the flexible valve. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.